Event description:
The hcp reported the pt was experiencing withdrawal symptoms. A catheter occlusion was reported. The catheter was revised without success. In 2004, the expected pump reservoir volume was 11ml and the acutal was 15 ml. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.